Event description:
Reporter alleged the lancet needle from the softclix plus device used in finger-stick blood glucose testing protruded beyond the end cap and would not retract. It was not provided as to whether the needle protruded either before or after it was used. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.